Manufacturer narrative:
We received on unused intrafix primeline ll,180cm in open packaging. Furthermore, we received two customer pictures. Loose particles (pvc) inside the line were detected. Based on the process technology, it comes from accumulation of pvc on the extrusion mandrel during manufacturing and adds up to a possible particle over time. No further complaints have been registered for the described issue. The residual risk has been assessed according to the risk management standards of iso 14971. Currently we received one case from the market. Considering the cleaning interval and assuming that a particle could form and dissolve every 24 hours, the maximum number of particles is assumed to be 18 pcs / week. Calculation basis is the production layout with up to 5 extruders / week (standard distribution: monday 2, tuesday 2, wednesday 5, thursday 2, friday 2, saturday 5) with a production quantity of approx. 4.17 mio pcs / year. We therefore assume a maximum error rate of 4.3 ppm. This is assumed to be the absolute worst case and is reduced in practice by means of process observations by the worker. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). The complaint is under evaluation. A follow-up report will be provided after the examination results are available. At the time the complaint was initiated, b. Braun attempted to obtain samples and additional information concerning the case.

Event description:
As reported by the user facility (translation of user facility information by (B)(4)organization in germany: "tube contamination." According to the cusomer: "movable, black particles in the infusion line were noticed in time before application to the patient."